Event description:
It was reported that bd discardit¿ ii syringe had the incorrect color on the device. The following information was provided by the initial reporter: "needle-free syringes - push plunger rods are blue, normal are white push plunger rods".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1703140. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, one solomed 2ml syringe was observed in the product packaging. It has been determined that the presence of this one syringe resulted from failure to perform proper line clearance before production began for material 300928, lot 1703140.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe had the incorrect color on the device. The following information was provided by the initial reporter: "needle-free syringes - push plunger rods are blue, normal are white push plunger rods".